Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. Based on the information provided, no definitive conclusions can be made. The patient has multiple co-morbidities including obesity and multiple abdomen surgeries. Patient underwent repair of incarcerated ventral hernia with composix kugel mesh. There are no post-op notes for this surgery. Three and a half years later, patient experienced hernia recurrence. During an exploratory laparotomy the composix kugel mesh was found to be "folded over" and explanted. The information provided indicated that the patient developed and was treated for adhesions and recurrence, which are known and adverse events listed in the IFU. There is no indication that the device was defective. A review of the manufacturing records was performed, and there was no evidence of a manufacturing related cause for the reported event. Additionally, no sample was returned for evaluation. If an additional event or information is obtained, a follow-up MDR will be submitted.

Event description:
The following is based on medical records provided by the patient's attorney: on (B)(6) 2004 - patient underwent implant of composix kugel mesh for incarcerated, recurrent ventral hernia. On (B)(6) 2008 - patient underwent laparotomy for recurrent ventral hernia. The composix kugel mesh had folded, was densely adhered to small bowel. Lysis of adhesions was performed. Composix kugel mesh was explanted and hernia was repaired with non-bard mesh. On (B)(6) 2008 - office visit: patient noted to be healing well. On (B)(6) 2008 - ER: patient developed abdominal pain and vomiting. Hernia repair remained intact. The doctor concluded post-op seroma versus hematoma. On (B)(6) 2008 - office visit: patient still feeling pain and has elevated white blood count. On (B)(6) 2008 - office visit: patient's wound healed nicely with resolution of discomfort and pain.